Manufacturer narrative:
1.customer tested positive for flu b using ihealth covid-19 flu a&b 3-in-1 test three times. 2.customer tested negative for flu b using other brands' tests three times. 3.other brand was not specified. 4.the customer did not conduct lab molecular testing. 5.lot number of test kits was not provided,manufacturer cannot effectively verify and confirm customer feedback.

Event description:
Event details: I've been testing for flu b with the ihealth 3 in 1 test. I've tested 3 times with your brand and it's been positive every time. But I've tested 3 times with two other brands and it's been negative each time. I've never had any symptoms at all and don't know if I should trust your test or the other brands test.